Event description:
The 500ml pressure infusor bag would periodically deflate and not keep pressure at 300mmhg. The pt was at high risk of loosing his arterial pressure line. The stopcock was in the upright position.